Event description:
A malfunction alarm was reported, identified by a malfunction code that was resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer understood and acknowledged.